Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/ heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for eval. According to the notes contained in the complaint incident report the complainant indicates the heat sleeve/surecuff still resides in the pt. At this time the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
It is reported that when the user removed the catheter, found that the cuff was separated away from the catheter. The cuff was still attached to pt's tissue.